Event description:
It was reported that the user experienced repeated scan errors when attempting to start a new fsl3+ sensor, which was resolved after uninstalling and reinstalling the app and rescanning, allowing the sensor to enter warm-up. Symptoms included no reported adverse clinical effects, alerts, or alarms. Outcomes included successful sensor start with continued warm-up and no clinical impact. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was consistent with a sensor/app communication or setup error that resolved with app reinstallation and proper scan, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error.